Event description:
A non fasting lab comparision was performed on a patient. The blood glucose device read "hi" and the lab result was 315mg/dl. Unknown if patient was given any treatment. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.